Event description:
It was reported that the femoral canal tip was being used in a procedure when it broke off and fell into the surgical site. The tip was removed by hand and the procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Discarded by user facility.